Manufacturer narrative:
The following devices were also listed in this report: unknown (cr) femoral triathlon knee, size 4; cat# unknown; lot# unknown, unknown primary tibial base plate; cat# unknown; lot# unknown, unknown symmetric patella; cat# unknown; lot# unknown, it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that a left triathlon knee was revised and replaced with an antibiotic spacer due to infection.